Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient was experiencing inaccurate cgm values which occurred 4 days after the sensor was inserted into the abdomen. On (B)(6) 2023, the patient was experiencing dizziness and vomiting. The patient's cgm was reading 300 mg/dl. The patient was unable to test a bg meter reading as she did not have any bg meter test strips. The patient decided to go to the emergency room (ER). Once at the ER, the patient¿s bg meter reading was 786 mg/dl and the patient was diagnosed with diabetic ketoacidosis (dka). The patient also had an unrelated leg infection. The patient was treated with insulin for dka, and with hydrocortisone cream and antibiotics for the leg infection. The patient was discharged home 6 days later. The patient was in good condition at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.